Manufacturer narrative:
The correction is as follows. H.4 reason code for no evaluation: other; see h.10 h3 other text : see. H.10.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "patient reported having leaking coming out of the syringe."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown; device manufacture date: unknown; PMA / 510(k)#: k980987 or k151766 (without the lot# it could be either of these). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "patient reported having leaking coming out of the syringe."